Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had a leak in the tubing. The set was used with a cytostatic drug in sodium chloride. The tubing appeared to be welded with the overpouch and resulted in holes. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 2 of 2.